Event description:
On (B)(6) 2012, the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 95 mg/dl on the reported meter and a laboratory result of 70 mg/dl within 10 minutes. There was no patient injury associated with this issue. However, as the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 1/29/2013.meter- 1/29/2013.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.